Manufacturer narrative:
The author confirmed that the gutter endoleak seen at the completion angiogram was not the same endoleak seen on the CT 2 days post the procedure. The leak seen on the CT scan 2 days post-procedure was due to a type iii leak from right renal artery bridging stent pullout and required additional bridging stent into the renal artery to seal the leak .the initial endoleak seen on the completion angiogram is a gutter leak from the use of two chimney stents. It is not related to the medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 updated post completion of investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; multiple chimney endografts (chevar) for ruptured pararenal aortic aneurysm jennings et al, annals of vascular surgery volume 75, p531.e1-531.e6, august 01, 2021 https://doi.org/10.1016/j.avsg.2021.01.119. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and valiant stent graft systems were implanted in a patient for the emergent chevar treatment of a ruptured pararenal aaa on an unknown date. It was reported during the index procedure a 36 endurant bifurcate sent graft was implanted inferior to the left renal artery. A 46x93 navion stent graft was implanted 10mm above the infrarenal endograft flow divider providing a 40mm overlap between the infrarenal and the bridging thoracic endograft. Non mdt balloon expandable covered stents were implanted parallel to the navion graft. Completion angiogram demonstrated a gutter endoleak that persisted following simultaneous reballooning of the seal zone and a decision was made to reverse the heparin effect and monitor the patient closely. 2 days post op, CT demonstrated an endoleak caused by pullout of the balloon expandable stent from the right renal artery. This endoleak was classed as a type ic. Intervention was completed where an additional non mdt stent was placed to seal the existing chimney stent with the endoleak confirmed as resolved. The patient was discharged home 5 days post the procedure. A type ii endoleak was seen on the 12 month follow up CT. The cause of the type ic endoleak was considered to be likely due after the simultaneous balloon inflation of the proximal seal zone, the right renal chimney stent most likely pulled back from the renal orifice such that a type ic endoleak occurred. No additional clinical sequelae were reported and the patient is fine.